Event description:
The customer reported that the unit failed to charge the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to charge the battery. There was no report of pt involvement. The unit was evaluated at philips, and the failure was verified. During the eval, the symptom was further clarified as the unit failed to power up, and it was determined that the ac power supply had failed.